Event description:
A dutch facility representative reported that the infusion to a patient with cardiac arrest stopped without an alarm. The hospital reported that there was no patient incident regarding this event. Although requested, information regarding patient demographics and medications, rates, and concentrations were not available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 17, 2007. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the reported condition of the condition of the device stopping infusion without an alarm could not be confirmed. The device was found to be working within specifications. No repair was necessary to correct the reported problem. Review of the complaint history reveals similar reports have been received for this product for the reported issue.